Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4, d9, h3, h4, h6: part: 03.037.002, lot: 5l57010, manufacturing site: bettlach, release to warehouse date: 30.aug. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 16mm cannulated flexible drill bit (p/n: 03.037.002, lot number: 5l57010) was received at us customer quality (cq). Upon visual inspection, drill was cracked at the distal end of the shaft. Additionally, scratches were observed on the shaft which were consistent with the field usage. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was measured to be within the specification as per the drawing. Document/specification review based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed. No design discrepancies were identified during the document review. Complaint confirmed? Yes, the shaft of the drill was cracked. Hence confirming the allegation. Investigation conclusion: this complaint is confirmed for the 16mm cannulated flexible drill bit (p/n: 03.037.002, lot number: 5l57010) as the shaft was cracked. No definitive root cause could be determined based on the provided information. However, the cracked condition observed could have been a result of the device experiencing unintended forces. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 16mm cannulated flexible drill bit was found broken at the back end of the shaft in sterile processing department, on the following day after surgery. The drill bit was not broken during surgery. There was no patient involvement. This report is for one (1) 16mm cannulated flexible drill bit. This is report 1 of 1 for complaint (B)(4).